Event description:
Case description: this serious spontaneous case from australia was reported by a pharmacist as "slurring words(slurred speech)" with an unspecified onset date, "hyperglycemia(hyperglycemia)" with an unspecified onset date, "the spring in pen stopped working(device component malfunction)" with an unspecified onset date, "the pens would not deliver a dose of medication(device failure)" with an unspecified onset date, "patient could not administer insulin because the pens would not deliver a dose of medication(drug dose omission by device)" with an unspecified onset date, and concerned a female patient (age not reported) who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes", , ryzodeg penfill (insulin aspart, insulin degludec) from unknown start date for "diabetes", it was reported that patient had novopen 4's and over the space of a few days whereby the spring in them stopped working and patient reported them as 'losing power'. The pens would not deliver a dose of medication. As a result of this the patient could not administer her ryzodeg insulin and her blood glucose levels increased up to 13mmol/l and the patient was slurring her words. The pharmacist took the patient to hospital where she was admitted because of her hyperglycemia. Patient was then changed to ryzodeg flextouch pens. Investigation results: product name: novopen 4, batch number: hvgl035-3. Sample received in nn and investigation ongoing and final report will follow. Since last submission, the case has been updated with the following: -batch number was updated to hvgl035-3 for suspect novopen 4. -device tab updated with sample received and available for evaluation. -relevant device tabs updated. -relevant fields updated in EU/ca and device addendum tabs. -narrative updated accordingly. This case was linked to two other argus cases of (B)(4) and (B)(4) (same patient). Preliminary manufacturer's comment: 01-mar-2022: the suspected device novopen 4 has been returned to novo nordisk. Investigation is ongoing. No conclusion is reached. Dysarthria could be related to hyperglycemia and patient developed dysarthria after hyperglycemia. Company comment: dysarthria is assessed as unlisted event; hyperglycemia is assessed as listed event according to the novo nordisk current ccds in ryzodeg. Relevant information on medical history, final diagnosis and treatment given are unavailable for complete causality assessment. Considering that hyperglycemia recovered when the device was changed to ryzodeg; causality due to device malfunction cannot be completely ruled out. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg. H3 continued: evaluation summary: product name: novopen 4, batch number: hvgl035-3. Sample received in nn and investigation ongoing and final report will follow.

Event description:
Case description: investigation results: name: novopen 4 silver, batch number: hvgl035-3. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. It was not possible to detect the alleged fault. The product including the spring was found to be normal. During examination of the product, no irregularities related to the complaint were detected. Product name: ryzodeg 70/30 penfill batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: - investigation result updated. -device tab updated with malfunction field and is non reportable field. -relevant fields updated in EU/ca and device addendum tabs. -narrative updated accordingly. Final manufacturer's comment: 14-mar-2022: upon investigation of the returned device (novopen 4, batch number hvgl035-3), no faults were found. The device was found to be normal and working as per the specification. Since no faults were found on the returned device novopen 4 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of dysarthria and hyperglycaemia. Patient's underlying medical condition of diabetes mellitus is a significant confounding factor for the development of reported events. Company comment: dysarthria is assessed as unlisted event; hyperglycemia is assessed as listed event according to the novo nordisk current ccds in ryzodeg. Relevant information on medical history, final diagnosis and treatment given are unavailable for complete causality assessment. Patient's underlying medical condition of diabetes mellitus is a significant confounding factor for the development of reported events. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg. H3 continued: evaluation summary. Name: novopen 4 silver, batch number: hvgl035-3. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. It was not possible to detect the alleged fault. The product including the spring was found to be normal. During examination of the product, no irregularities related to the complaint were detected.

Event description:
Case description: batch number of novopen 4 was hvgl035-3 . Batch number of ryzodeg penfill was unavailable. Investigation results: product name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Product name: ryzodeg 70/30 penfill batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Investigation results updated. B,c,d,g coded added. Relevant fields in EU/ca tab updated. Narrative updated accordingly. Final manufacturer's comment: the suspected device novopen 4 has not been returned to novo nordisk. The batch number is not available; hence batch trend analysis or reference sample analysis was not performed. With limited information regarding the patient's handling of the suspected device reported in the case, it is not possible to elucidate a clear root cause in relation to functionality of novopen 4. Dysarthria could be related to hyperglycemia and patient developed dysarthria after hyperglycemia. H3 continued: evaluation summary. Suspect : novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) slurring words [dysarthria], hyperglycaemia [hyperglycaemia], the spring in pen stopped working [device malfunction], the pens would not deliver a dose of medication [device failure],and patient could not administer insulin because the pens would not deliver a dose of medication [drug dose omission by device]. Case description: this serious spontaneous case from (B)(6) was reported by a pharmacist as "slurring words(slurred speech)" with an unspecified onset date, "hyperglycaemia(hyperglycaemia)" with an unspecified onset date, "the spring in pen stopped working(device component malfunction)" with an unspecified onset date, "the pens would not deliver a dose of medication(device failure)" with an unspecified onset date, "patient could not administer insulin because the pens would not deliver a dose of medication(drug dose omission by device)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes", , ryzodeg penfill (insulin aspart, insulin degludec) solution for injection, 100 iu/ml (dose, frequency & route used-24 iu, bid, subcutaneous) from unknown start date for "diabetes", patient's height, weight and body mass index was not reported. Current condition: diabetes mellitus (type and duration was not reported). It was reported that patient had three novopen 4 over the space of a few days whereby the spring in them stopped working and patient reported them as 'losing power'. The pens would not deliver a dose of medication. As a result of this the patient could not administer her ryzodeg insulin and her blood glucose levels increased up to 13mmol/l and the patient was slurring her words. The pharmacist took the patient to hospital where she was admitted because of her hyperglycaemia. Patient was then changed to ryzodeg flextouch pens. Batch numbers: novopen 4: requested and ryzodeg penfill: requested. Action taken to novopen 4 was reported as product discontinued due to ae. Action taken to ryzodeg penfill was reported as product discontinued due to ae. The outcome for the event "slurring words(slurred speech)" was not reported. The outcome for the event "hyperglycaemia(hyperglycaemia)" was recovered. The outcome for the event "the spring in pen stopped working(device component malfunction)" was not reported. The outcome for the event "the pens would not deliver a dose of medication(device failure)" was not reported. The outcome for the event "patient could not administer insulin because the pens would not deliver a dose of medication(drug dose omission by device)" was not reported. Preliminary manufacturer's comment: 15-nov-2021: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion is reached. Dysarthria could be related to hyperglycaemia and patient developed dysarthria after hyperglycaemia. Company comment: dysarthria is assessed as unlisted event; hyperglycaemia is assessed as listed event according to the novo nordisk current ccds in ryzodeg. Relevant information on medical history, final diagnosis, treatment given and investigation results of suspected device are unavailable for complete causality assessment. Considering that action taken with ryzodeg dose not changed, device changed to ryzodeg, and hyperglycaemia recovered, the causality could be related to device malfunction. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg. Reporter comment: patient was changed to ryzodeg flextouch.